Event description:
There was an allegation of questionable sodium electrode results from the cobas pro ise analytical unit. Patient (B)(6) initial result was 148 mmol/l, and another repeat result of 148 mmol/l. There were also 3 repeat results on another cobas pro of 138 mmol/l. The initial result was questioned because it did not match the patient's clinical history. Patient (B)(6) initial result was 147 mmol/l, with 2 more repeat results of 147 mmol/l. There were also 2 repeat results on another cobas pro with results of 141 mmol/l. Patient (B)(6) initial result was 149 mmol/l, with a repeat result of 149 mmol/l. The were also 2 repeat results on another cobas pro of 142 mmol/l. Patient (B)(6) initial result was 148 mmol/l, with another repeat result of 148 mmol/l. There were also 3 repeat results on another cobas pro of 138 mmol/l.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. A field service engineer (fse) replaced the sample pipette and pinch valve tubing, cleaned the cuvette, wash units, ion-selective electrode needles, and sipper. The fse performed system purges, ion-selective electrode checks, conditioning, calibrations, and qc, all passing. The investigation was unable to determine a direct root cause as many different service actions were completed. The service actions have resolved the issue, as the customer has not had any additional occurrences.